Event description:
It was reported that the 9600 system will not boot and the climax coupler screws are worn. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the sram and the climax coupler. The system was tested and found to be working as intended and placed back into service.